Manufacturer narrative:
(B)(4). Date sent 9/11/2024 d4 batch #901c13 b3: only event year known: 2024 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the jaws partially opened and closure trigger in the opened position, with an unknown trocar inserted in the device, with the anvil knife slot damaged, and with a gst60g reload loaded on the device. The reload was received fully fired and with damage on the reload deck. No functional test was performed due to the condition of the device. After further evaluation, analysis showed that one wing of the knife had broken off and was found inside the channel. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 901c13, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number c9dt55, and no non-conformances were identified additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? I heard the device motor having difficulty (struggling) from the beginning of the firing sequence. Then a few seconds into the firing, I heard the jaws pop open and saw the surgeon jump a bit. I do not remember by listening to the sounds of the stapler if the firing sequence completed. The stapler did pop open on its own. I do remember seeing three things on the on the monitor. I saw a hole in the anvil of the stapler, I saw the stomach remnant which looked like it had an opening in it, a hole where usually I would see a staple line. I also saw staples that were not formed. The surgeon could not de-articulate, I asked the surgeon to try and press the home button to straighten the jaws but the home button did not react, she said she could not close the jaws so she pulled the stapler and the trocar out from the patient. I did not remove the stapler from the trocar and have shipped both items back to cincinnati for investigation. Yes that firing sequence was started. If yes: did the device deliver any staples? Yes if yes, were the staples formed properly? Some were, some were not. If yes, was the staple line complete? No did the device cut? Yes if yes, was the cut line complete? No if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Yes, jagged was there any difficulty opening the device? The device would not close if yes, how was the device removed from the patient? It was pulled out from the patients abdomen while still inside the trocar. Both trocar and stapler were removed as a unit. If yes, did the jaws eventually open?

Event description:
It was reported that during a gastric procedure the stapler misfired during the case with a green reload on the atrium of the stomach on the first firing during a gastric sleeve procedure. The stapler itself popped up halfway through and the anvil of the stapler had a hole in it. They got a new device to complete the case without patient harm.